Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the reported needle mechanism failure to fire and properly deploy the cannula or to determine its root cause. Lot qualifications were reviewed and the product lot met all accepted criteria.

Event description:
The customer reported that her blood glucose rose to 400 mg/dl, and that when she went to deliver a bolus, she noticed that insulin was leaking out of the pod. When she removed the pod, she noticed that the cannula never deployed.